Event description:
Event description cpi received information that this study patient, in the contak cd chf study, was exhibiting increased lv pacing thresholds and intermittent loss of lv capture. Ep testing and imaging indicated that the problem lie with the proximal electrode ring of this endotak tranvenous defibrillation lead, so the lead was explanted and replaced.